Event description:
On (B)(6) 2010, the reporter/patient's spouse contacted lifescan (lfs) alleging that the patient's onetouch ultra meter sampler kit was displaying inaccurately high readings compared to a lab result. The medical surveillance specialist (mss) reviewed the customer care advocate (cca) documentation and spoke with the reporter on (B)(6) 2010 to classify this case. The patient alleged that the product issue began on an unspecified time and day in (B)(6) 2010. On an unspecified date, the patient reportedly tested his blood glucose and obtained a result of "148 mg/dl." On a different date, the reporter claimed that the patient obtained a blood glucose reading from a lab test of "120 mg/dl." The reporter informed the mss that the patient tests his blood sugar at least four times a day and manages his diabetes with a combination of oral medication and insulin injections. The reporter confirmed that the alleged product issue did not cause the patient to change his usual diabetes management routine. On an unspecified date after the alleged meter issue began, the reporter claimed that the patient awoke in the middle of the night with his knees shaking. The reporter denied testing the patient's blood glucose at the onset of the patient's symptom. The reporter claimed that she treated the patient with food and drink. At approximately 3:00 pm on (B)(6) 2010, the reporter stated that the patient went to his doctor's appointment to inquire about his symptom of shaking. The patient's blood glucose was reportedly tested on the clinic meter, but the reporter was unable to state the meter result because she was not in the room with the patient. The reporter stated that the patient did not receive any acute medical treatment during the doctor's office visit. The reporter informed the mss that the doctor changed the patient's prescription by decreasing the patient's insulin dosage. During the troubleshooting session, the cca confirmed that the reporter was testing the patient's blood glucose from an approved sample site. Since the reported blood glucose readings were obtained from different days, the cca determined that the readings could not be used as a valid comparison for meter accuracy. Per protocol, replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the reporter claims that the patient obtained inaccurate high readings on the subject meter, reportedly developed symptoms suggestive of severe hypoglycemia, and required medical assistance from a lay individual (his spouse) after the alleged meter issue began. However, there is no evidence that the subject meter was performing improperly since the reporter meter results we invalid for lifescan's criteria for accuracy.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.